Event description:
It was reported that an arrythmia and bradycardia occurred. A left atrial appendage closure procedure was being performed under general anesthesia. The patient had a very large appendage. Two transeptal punctures to try to better access the left atrial appendage were attempted. Pericardial effusion sweeps were done prior to, during, and after the procedure. During deployment of the 35 mm watchman flx left atrial appendage closure device, the patient went into bradycardia, but anesthesia was able to control the issue. The device was implanted but ultimately decided it was not stable. The case was aborted. The watchman was retrieved, and all the devices were pulled out of the body and the closure site was successfully closed. After a couple of minutes, the patient began to have rhythm issues. Access was regained and a temporary pacemaker was inserted, before taking the patient to be admitted. An effusion sweep was performed again and there was no fluid around the heart. The patient was stable when they were transferred. The patient is expected to fully recover.